Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was placed, but the physician was not satisfied with the lead readings. The lead was repositioned to a new location and then the lead helix would not extend. The lead was removed from the body and the tip was flushed and the helix would still not extend. The lead was not utilized, and an alternate lead was eventually implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.